Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedure damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be extended and retracted. The reported event of helix failure to extend was confirmed. The cause of the reported event was isolated to the helix being clogged with blood and over-torque of the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the helix of the right ventricular lead was unable to extend. The lead was replaced to resolve the event and the patient was in stable condition.